Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the sensor readings were inaccurate and were triggering the threshold suspend feature on the insulin pump when the customer's blood glucose level wasn't low. Customer's blood glucose was 95 mg/dl and sensor reading was 41 mg/dl. Customer calibrated the sensor intent to bring the reading closer however the device alarmed calibration error. She changed the sensor. Troubleshooting was partially performed as customer was reporting a past event. Customer is not returning the sensor for analysis.